Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Radiographic review identified medial compartment polyethylene wear with radiolucent lines around the femoral component and tibial plug suggestive of osteolysis, which can predispose to loosening. However, no gross component loosening could be confirmed from the images provided. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately thirteen (13) years post-operatively to address pain and tibial component loosening. All tibial components were revised and replaced. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown date approximately 13 years prior to revision. D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.